Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be (B)(6) 2021. It has been over 8 years, since the subject device was manufactured. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined, that the patient circuit board (cp board) was defective, which caused the image noise malfunction. It was assumed, that parts on the cp substrate failed, due to repeated use for a long period. It was stated, that the cp board controls the front panel. Hence, it was likely, that the front panel did not light up, due to this failure. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was evaluated at (B)(4) for evaluation. According to the information provided by olympus (B)(4), the device has been repaired once in the past year due to noise in the endoscopic image due to a defect in the dp board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) returned the device to olympus (B)(4) due to the broken front panel. The device was used in combination with a standard set. (B)(4) then inspected the device and found that the leds on the front panel did not light up at startup due to a defect in the cp board. This device is an olympus asset and there was no report of patient injury associated with the event.